Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the pump history. There was no damage found to the cartridge cap; the cartridge cap was able to attach securely to the pump. There was no defect found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and the results will be provided in a supplemental report. There was no damage to the pump or cartridge cap. During troubleshooting it was mentioned that the cartridge cap may have come loose due movement by the patient. As this does not constitute a device malfunction, use error may have contributed to the patient's low blood glucose levels. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient's mother contacted animas alleging that on three separate occasions the patient had low blood glucose levels from 36-50 mg/dl and she was crying and pale. When they looked at her pump those times she noticed the cartridge cap was off and the patient had somehow inadvertently injected herself with insulin from the cartridge. The reporter states that each time the patient had low blood glucose levels she was able to treat the patient with glucose gel or apple juice. No additional medical intervention was required. The reporter says the cartridge cap threading was intact and there were no cracks or damage to the cartridge cap.